Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the main printed circuit board (pcb), purge tube assembly, and polyrethane tubing needed to be replaced. Characterization of the exhalation valve was performed and the operational verification procedure was completed. The device passed all tests and now meets manufacturer specifications. The main pcb was returned to carefusion's failure analysis laboratory for further evaluation. The customer's reported issue was able to be confirmed and duplicated in the laboratory setting. The root cause of the reported issue was isolated to a failure in transducer pt802.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.